Event description:
Reporter alleged the blood glucose monitoring device generated a test result with a test strip before it was dosed with blood. Reporter stated obtaining an error code on the device and when inserting an unused test strip, a result of "lo" appeared on the screen without being dosed with blood. Reporter indicated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.